Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of unable to inflate completely is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications related to the reported complaint. The root cause of the complaint is undetermined. Additionally, the returned original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. An in-service was requested to reiterate the IFU to the customer.

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate while using on a patient. As a result, another iab catheter was successfully used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter did not inflate while using on a patient. As a result, another iab catheter was successfully used. There was no report of patient complications, serious injury or death.